Event description:
Dr. (B)(6) left a voice message that one of his colleagues did a t12 vertebral augmentation with cortoss and there was progression of the compression fracture despite doing the augmentation. He further noted that it was a pretty significant progression concerning cortoss failure. After inquiring about the patient, doctor reported patient is doing "okay". He further explained that the patient experienced no neuro compromise but was experiencing lower back pain at the surgical site. He went on to explain that the cement was protruding well into the spine, so there was a possibility for neuro compromise. Later spoke with the practicing doctor directly, dr. (B)(6) who confirmed everything dr. (B)(6) said was correct and went on to explain that there were apparent bone fragments in the post op CT. He said he would have his nurse share the CT via email. Asked dr. (B)(6) if a follow up procedure was necessary and he said yes, he had to perform a radiofrequency ablation to relieve the patient's pain.

Manufacturer narrative:
Product implanted.